Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. During the investigation, the drivetrain motor at the brake assembly area was observed to be corroded or rusty, which caused the platform to display fault code 16. A review of the autopulse platform archive revealed that daily checks were not performed regularly. This type of corrosive damage is indicative of infrequent daily checks. The device checks are required per the user manual to help prevent the gap from seizing. Per the archive, the platform was not powered on for 25 days, and the user mishandling or negligence cannot be ruled out as the platform was serviced on november 2, 2022, for fault code 16, caused by the failed drivetrain. There was no physical damage observed on the returned platform during the visual inspection. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus confirming the reported complaint. The inspection found the brake gap to be seized, preventing the lifeband from being retracted, causing fault code 16. Ipa (isopropyl alcohol) was used to clean and un-seize the brake gap. After cleaning, the brake gap inspection was performed, and it was verified that the brake gap was within the specification. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with serial number (B)(6). Ccr (B)(4) was reported on september 9, 2021, and the seized brake gap was cleaned.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) intermittently displayed a fault code 16 timeout moving to take-up position) message. No patient involvement.